Manufacturer narrative:
Concomitant medical products: dtma1qq, crt-d, and 459888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting crosstalk. The lead remains in use. No patient complications have been reported as a result of this event.